Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 7 xb bisector jaw was twisted and partially secured. When inserting the tool into the harvesting cannula, the surgeon tried to use the tool to grasp the vein and discovered it was bent. No resistance was noted while inserting the harvesting tool into the cannula but while opening the jaw and trying to grasp the vein, the surgeon was unable to do so. There was a delay waiting to open a new device. No harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25163305 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 09/09/2022. An investigation was conducted on 09/21/2022. A photographic was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cutter blade was observed to be extended and bent. No other visual defects were observed. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the bipolar jaws. The cutter blade was retracted. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the cutter blade. The cutter blade would not extend. The cutter blade was observed to be bent in between the one bipolar jaw. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent blade" was confirmed as well as for the analyzed failure "mechanical problem- blade not extending". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record .